Manufacturer narrative:
Additional information is not yet available for this event. When device is received and evaluation is completed, supplemental report(s) will be filed as any information becomes available.

Event description:
It was reported that during preparation for use the evis exera iii video system center does not display an image when plugged in. No patient involvement or impact to patient care was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and to correct information provided on the initial report. The following sections were updated and/or corrected: d8, e2, e3, g3, g6, h2, h4, h6, and h10. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. Based on the results of the legal manufacturer's investigation, it is determined that the pin was damaged by the user due to forceful connection of the video connector. Additionally, since the device was manufactured over eight years, it is likely the patient board was defective due to aging which caused the image not to displayed.